Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an iol (intraocular lens ) implantation procedure patient experienced problem of light circles around a light source when she sees a light. She sees three light circle in another eye. There are two medical device reports associated with this patient. This report is associated with one of the two eyes.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).